Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: helix/lobe distorted/bent; full lead returned and analyzed. The lead was received with the helix fully extended and stretched. Torque transfers to the tip when the is-1 pin is rotated, but the damaged helix prevents it from functioning properly.

Event description:
It was reported that there were high thresholds several weeks after implant. After many attempts to reposition the lead, the screw mechanism quit working. The lead was explanted and replaced. No patient complications have been reported as a result of this event.